Event description:
The customer reported that the monitor did not alarm on a patient in distress.

Manufacturer narrative:
The customer reported that the patient was ok lying in bed when the nurse gave the patient dinner. The nurse left the patient alone in the room and upon returning, she did not immediately recognize the condition of the patient. The nurse saw ECG waves on the monitor but stated that no alarm occurred. The nurse noticed the patient was lifeless and reanimation was started. During the reanimation, the monitor was not connected to the patient. The defibrillator is use measured the ECG. The reanimation was without success, and the patient died. We will consider that the delay in treatment to a critical event due to staff not being aware of the patient's condition and not hearing alarms was a factor in this incident. Post incident device testing by a philips field service engineer (fse) showed that the device was operating to specifications. User error cannot be ruled out as a contributing factor in this incident. Data logs were received and analyzed showing that there were red alarms (including asystole, desaturation, vtach, vfib and bradycardia) repeating from 18:00 until 18:20 which supports that the patient's alarm condition continued for 20 minutes without intervention. The lack of any subsequent entry in the log to represent acknowledgement of the alarms supports that the alarm was silenced from the bedside or the monitor was turned off. Note that if the ECG waves are of a very low amplitude (less than 0.5 mv), they are classified as asystole per the device design and intent. The users can adjust the apparent wave amplified shown on the display, but this has no impact on the classification of the waveform by the arrythmia algorithm. Alarms are adequately described in the labeling (instructions for use). Based on the available information, this is not being considered a device malfunction. No further investigation or action is warranted.